Manufacturer narrative:
Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flexible drill bit broke off while drilling the acetabulum. The drill bit broke off underneath the bone, so it was not able to retrieved. Approx 30 mins was spent trying to retrieve the broken off part but was unsuccessful.

Manufacturer narrative:
No instrument associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.